Manufacturer narrative:
Medwatch sent to FDA on 05/25/2016. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted the access port was received separated from the ss connector at the taper tubing junction. Brown particles were noted on the port housing and the port septum. An air leak test was performed on the port, and no leakage was noted. A fill inspection test was performed, and no blockage or resistance to flow was noted. Under microscopic analysis, the port taper tubing was noted to be broken with a sharp-edged opening at the ss connector junction. The band tubing was broken, with striations consistent with a surgical end cut to remove the device.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper I. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done.

Event description:
Healthcare professional reported port disconnected at site of metal connector. Device has been explanted.